Event description:
It was reported that revision surgery was performed due to pain and elevated cobalt and chromium levels.

Manufacturer narrative:
Device part, lot, expiry and manufacturing dates corrected.